Event description:
Before device was used on a pt, the machine show an alarm "autofill error", then it don't work.

Manufacturer narrative:
The device has not yet been evaluated by maquet. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The device history record for the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. (B)(4).